Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an atk turbohawk smooth to treat a lesion in the left proximal superficial femoral artery. The lesion exhibited plaque, little tortuosity and little calcification. Artery diameter 6mm. The device was being used with a 7f sheath (balkin) and a 0.014 spider fx. No pre-dilation was carried out. The device was being used in accordance with the IFU. The physician stated that he had difficulty getting the product through the sheath and a little extra pressure was required. During withdrawal moderate resistance was felt and the tip became damage and detached. Wire and nose cone/device were removed easily without anything left in patient or anything needing to be snared. No patient complications were reported.

Manufacturer narrative:
Evaluation summary : the turbohawk was inspected and discovered the distal assembly was separated. The separation took place between the torque shaft adapter and the hinge of the distal assembly. Approximately 3cm of the drive shaft was exposed between the components. It should be noted the cutter assembly connected to the drive shaft kept the turbohawk as one unit. Hinge pins were intact. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.